Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the needle insulation detached. The patient was undergoing a radiofrequency ablation (rfa) treatment utilizing a soloist needle. The probe was placed through a 13g non-bsc biopsy cannula. During manipulation of the cannula and probe there was damage noted to the coating of the soloist needle. The physician noted that a layer of the needle had been stripped/bent from the probe but was still attached. The procedure was completed with a different device. No complications were reported and the patient's status is fine.